Event description:
Report received of a pump having inaccurate delivery during routine preventative maintenance tesing. There were no reports of any adverse patient events while the pump was in clinical use.